Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) construct was inserted during a hip fracture repair. Lag screw was inserted, but plate was not able to be placed over it. Lag screw was removed and an alternate lag screw was inserted. Surgery was completed successfully with a one hour delay. This is report 2 of 2 for (B)(4).

Event description:
It was stated that another device was said to contribute to the one hour surgical delay. The sales consultant could not confirm detailed information; he stated the dhs guide shaft was not fitting with the other reported parts. The lag screw and the guide shaft will be sent back for evaluation. There is no additional information at this time. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.